Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The clinician did not believe the patient was symptomatic. Technical services reviewed and discussed the electrograms with the caller. Later, the doctor elected to explant the subcutaneous system and replace it with a transvenous system.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The clinician did not believe the patient was symptomatic. Technical services reviewed and discussed the electrograms with the caller. Later, the doctor elected to explant the subcutaneous system and replace it with a transvenous system.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.